Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific on (B)(6) 2017 that a wallflex biliary fully covered rmv stent was implanted to treat a stricture in the common bile duct (cbd) during a stent placement performed on (B)(6) 2017. Reportedly, the patient had a history of obstructive jaundice due to the cbd stricture. According to the complainant, during the procedure, the stent was loaded over a guidewire and advanced through the scope into the cbd. There was a lot of resistance when pushing the stent. The delivery system got jammed and the stent was placed in the wrong location. The stent remains implanted and the procedure was completed by implanting another wallflex biliary stent. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.